Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a shorted condition on the shocking leads. Pacing impedance on the rate/sense leg of this lead has also risen, from 525 ohms at implant to 1363 ohms currently. A guidant technical services (ts) consultant recommended replacing both the device and the lead. To date, there have been no reported patient symptoms associated with this clinical observation.